Event description:
It was reported that the device was explanted due to the implant not fitting as expected and wound healing problems.

Manufacturer narrative:
The reported event (tissue coverage compromised) could not be confirmed as no evidence, e. G. Intraoperative images, were provided. H3 other text : discarded.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the device was explanted due to the implant not fitting as expected and wound healing problems.